Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life) issue: states a gets low battery alarms constantly. States battery cap has never been replaced. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 12/30/2013. Device evaluation: the device has been returned and evaluated by product analysis on 12/17/2013 with the following findings:. Low battery warning observed in the black box. The black box shows evidence of partially discharged battery being installed 11/09/2013. The pump was tested with an external power supply and idle, sleep, rewind, and load currents all are within specification. Pump case was removed, no evidence of moisture contamination found inside pump. The battery terminal contacts were inspected, no evidence of intermittent contact was found. Low voltage in replacement battery observed in the black box.